Event description:
Preoperative diagnosis: adjacent level stenosis at l3/4. Existing pedicle system at l4/5, l5/s1, each with a fusion mass. Operative procedure: original construct successfully removed. Surgeon inserted new pedicle screws at l3/4, l4/5. Original screws at l5 were 7.5mm diameter. Surgeon elected to insert an 8.5 x 45mm screw at l5 left side. Insertion of 8.5 x 45mm screw at l5 was tight and during the course of tightening the screw the screwdriver hex end broke off within the head of the screw. The screw polybody was removed, and the surgeon tried to loosen the screw utilizing a hospital supplied screw head gripping tool. The surgeon was unsuccessful in loosening the screw due to severe tightness of the screw within the pedicle wall. The surgeon felt that the screw was not implanted at an appropriate depth and elected to remove the exposed part of the screw using a hospital supplied high speed cutting device. The implanted portion of the screw remains in the patient at l5, left side. A second driver was available and the remaining screws were inserted without additional problems or difficulties. Surgery was completed and patient described to be in satisfactory condition.